Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a patient had experienced nerve, pocket, diaphragm and pectoralis stimulation that was potentially due to an insulation breach on the right atrial (ra) lead. It was further reported that on the electrocardiogram there were tall, unipolar-like pacing spikes and low impedance on the ra lead. Initially, programming changes were attempted to counter the stimulation and subsequently, the lead was capped and replaced. No further patient complications have been reported as a result of this event.